Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a broken sensor. Blood glucose level at the time of the incident was 120 mg/dl. The customer stated that he was able to remove the cannula. The customer also reported receiving a calibration error. The customer was advised that the sensor would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor broken with missing parts. Unable to confirm the customer received the sensor damaged due to the product being returned opened/used.